Manufacturer narrative:
Implant date: not applicable, as lens was not implanted. Explant date: not applicable, as lens was not explanted. (B)(6). Device evaluation: product evaluation was not performed because the product has been discarded. The complaint issue reported could not be verified and no product deficiency could be identified. Manufacturing record evaluation: based on the manufacturing records review and historical complaint review, there is no indication of a product malfunction or product quality deficiency. No nonconformity report, documentation or labeling changes, or escalations are required. A search of complaints revealed no other complaints have been received for this production order number. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that on (B)(6) 2021, during the intraocular lens intraocular lens (iol) implantation, it was found that the lens haptic was broken and stuck in the injector, so the intraocular lens was discarded and a new intraocular lens was used. Iol contact with the patient eye. No further information available.

Manufacturer narrative:
Section g3: date received by manufacturer: 15 jan 2021. The awareness date for this complaint should be 15 jan 2021. In the initial report, it was reported with the incorrect date of 16 jan 2021.